Manufacturer narrative:
(B)(4). Of the 2 devices reported, a total of 1 device was received for evaluation. Additional lot# : m93k0e. (B)(4).

Event description:
This report summarizes <noe> 2 </noe> malfunction events involving a total of 2 actual devices for blade tip broke off. These events occurred during use by a healthcare professional.